Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a scarred left common femoral artery after an interventional (carotid) procedure. Reportedly, a cuff miss occurred for all three proglide devices. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. The other two perclose proglide devices, are each being filed under separate MFR numbers.